Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced a receiver that ceased to function. The complaint receiver was returned for evaluation. The device was visually inspected and a defective screen lcd was found. The receiver download was retrieved and no issues were found. The reported event of the device ceased to function was not confirmed via product. A probable cause could not be determined via product.